Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited loss of cardiac sensing. The atrial lead was reprogrammed. The patient was in stable condition and will be continue to be monitored.